Manufacturer narrative:
The ge service representative evaluated the system and identified a tube failure. The 20 amps fuse was blown in the b350 board. The system was repaired.

Event description:
The customer reported that the 7900 system displayed error codes and did not x-ray. No patient injury was reported.